Event description:
It was reported that the butterfuly was disconnected from the extension of the catheter.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed one other similar product complaint file(s) from this lot. ((B) (4)).